Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was very hot after receiving a low battery alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: the pump's black box showed a sudden voltage drop. The pump was investigated for 24 hours with no power issues or temperature issues observed. The pump's current draws were within specifications. The alleged issue could not be duplicated.